Event description:
Customer reported via phone call they were experienced hyperglycemia. Blood glucose value was 461 mg/dl. Customer had reported insulin flow block alarm. The troubleshooting was performed. The customer had discontinued to use the device. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer tried changing multiple set still issue was unresolved. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for alleged high blood glucose and insulin blocked alarm during therapy on (B)(6) 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and self test. Insulin pump failed sleep current measurement due to high current, problem isolated to electronic stack. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Insulin pump successfully downloaded to thump. Confirmed insulin pump alarm insulin flow blocked alarm on november 01, 2022 at time 07:21:03.000 during bolus in insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. No unexpected insulin flow alarms noted in insulin pump history download. No anomalies noted on electronic/motor assemblies. Unable to confirm high blood glucose. Unexpected battery power loss confirmed due to high sleep current, problem isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.